Event description:
It was reported that the patient initially called for assistance with a supply change. Before calling, the patient had eaten a large dinner containing more carbohydrates than usual, which had been announced as a normal meal. The patient¿s blood glucose level was 270 mg/dl at the time of the call. The agent provided education regarding the elevated reading and advised the patient to monitor that glucose levels were decreasing after completing the supply change. The patient ended the call to proceed and stated they were going to bed and did not want a follow-up call but would reach out again if needed. In the blood glucose questionnaire, the patient reported that their glucose levels were affected, with a highest value of 270 mg/dl. The elevated level persisted for approximately two hours. The patient did not use any back-up therapy, did not perform ketone testing, had not received steroid injections, and did not obtain any medical intervention or other assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.